Event description:
The customer contacted physio-control to report that their device did not deliver the shock. It was reported that when the shock button was pressed, the screen went blank and the ECG waveform was lost. They then powered the device off and turned it back on and were able to successfully deliver the shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Manufacturer report # 0003015876-2020-01185 was sent in error. During further evaluation performed on 9/24/2020, it was determined the issue (as reported) is not likely to manifest itself in a hazard or function in a manner that would compromise patient safety. The device logs were evaluated further and it was determined that the issue occurred during sync-cardioversion mode only, and thus there is no evidence that a malfunction of critical functions on the device occurred.

Manufacturer narrative:
The customer was unable to provide any further information for the event or the patient. Physio-control reviewed the device data and verified the reported issue. Physio replaced the device's therapy pcba. Unrelated repairs were completed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not deliver the shock. It was reported that when the shock button was pressed, the screen went blank and the ECG waveform was lost. They then powered the device off and turned it back on and were able to successfully deliver the shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.